Event description:
Same case as MFR #: 2134265-2009-01407. It was reported that during a percutaneous transluminal angioplasty, sheath damage occurred. The 80% stenosed lesion was located in the severely tortuous and non-calcified distal right internal carotid artery. The lesion was 25 mm in length, eccentric in shape and progressive. The vessel diameter was 9mm. It was noted that the pt's anatomy was severely tortuous from the iliac artery to the abdominal artery, therefore, the physician had a difficult time advancing the carotid wallstent 10mm x 24mm monorail to the lesion. The physician prepared to deploy the stent, however, it was noted that once the outer sheath was pulled back, the outer sheath was "broken". The physician removed the device and advanced another 10mm x 24mm carotid wallstent, however, it was noted that the outer sheath of this carotid wallstent was "broken" as well. The physician successfully completed the procedure by using another manufacturer's 10mm x 40mm stent. No pt complications were noted and the pt's status was reported as "stable".